Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, after two dental implants were installed in intraoral regions #5 and #12, their non-osseointegration was observed. Thirty ncm of primary stability was achieved and the implants were installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type IV).